Manufacturer narrative:
Additional information section e - event site name from: maquet (shanghai) to: goodman tuen mun distribution centre section e - event site address from: no.3,lane 128,lin hong rd section e - event site address line 2 from: [blank] to: 18/f, block 1 section e - event site city from: shanghai to: tuen mun section e - event site country from: china to; hong kong the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported upon receiving the shipment of the intra-aortic balloon(iab) and accessories by maquet/getinge warehouse in hongkong, one iab unit was missing the chinese label that was suppose to be affixed on the outside of the box. There was no patient involved.

Manufacturer narrative:
Pictures were provided by the getinge rep. Based on the visual inspection of the photos, the reported complaint of the missing chinese label was confirmed. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. A non conformance repot was opened to address the missing label issue. Complaint (B)(4).

Event description:
It was reported upon receiving the shipment of the intra-aortic balloon(iab) and accessories by maquet/getinge warehouse in hongkong, one iab unit was missing the chinese label that was suppose to be affixed on the outside of the box. There was no patient involved.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported upon receiving the shipment of the intra-aortic balloon(iab) and accessories by maquet/getinge warehouse in (B)(6), one iab unit was missing the chinese label that was suppose to be affixed on the outside of the box. There was no patient involved.